Event description:
On 06/20/2024, it was reported by a facility representative via sems- (B)(4) that an ar-6480 dualwave pump had poor visualization, it was underperforming. This was noticed during a case, not aware of a patient affected at this time on 06/25/2024 additional information was provided where it was stated that this event occurred during a shoulder arthroscopy with rotator cuff repair on (B)(6) 2024 where it was a struggle to see the surgical site due to breakthrough bleeding, the pump pressure was increased by 10 and it was still a struggle. The procedure was able to be completed with the pump but there were delays because the surgeon was waiting for the fluid to clear. The shoulder settings were used in this case.

Manufacturer narrative:
One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The provided allegation did not include anything issues with the pump and provided photographs from a camera head or scope. The returned device was visually inspected and noted no problems with the device. The returned device was assembled with an ar-6420 lot# z4011 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 25 minutes with no issues. The device was assembled with an ar-6430, lot 40067370, to test the outflow system. No issues were noted after pressing the lavage and then the rinse buttons. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. Refer to investigation photos. Complaint allegation is not confirmed.